Manufacturer narrative:
The device has not been returned as of the date of this procedure. If any additional information is obtained, a supplemental report will be sent.

Event description:
It was reported that during a ptca procedure, a shaft fracture occurred. The maverick2 monorail balloon had been used successfully, however upon removal, it became stuck on the guide wire inside of the touhy. During attempts to remove the catheter off the wire, the catheter broke outside of the patient. The balloon and the distal end of the device were on the wire and had to be removed. There was no reported patient complications. Patient status listed as "fine."